Event description:
The pt reported that on (B)(6) 2012 at 7:35 am, her blood glucose was 245 mg/dl and it rose to 279 mg/dl by 11:40 am. No insulin bolus was reported at either time. At 4:45 pm with bg of 481 mg/dl she went to the emergency room where she was treated with an insulin IV.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the reported hyperglycemia. No qualification record review could be performed because no product lot number was reported. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."